Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure with a patient present with a fracture shaft of the lower leg on 02/19/2013, the doctor used a 2.4mm ti va-lcp 2 column distal radius plate for the operation for the distal radius fracture. It was reported as the doctor inserted the va locking screw into the hole at the most distal ulnar side, the screw penetrated the plate. At the beginning of the screw insertion, the doctor did not use a torque limiter for the insertion. He inserted the screw just before it was locked using the handle end cap. Afterwards he inserted the screw with the torque limiter. The doctor kept turning the driver; however, the screw was not locked. The doctor checked the screw and found the screw penetrated through the plate. He then removed the screw and he replaced the plate with another plate. No further information was provided. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation of the complained va-lcp-2 plate has shown that different threads are damaged and used. The damaged thread show partially worn out pitches. We are not able to determine the exact cause of the reported damages. It is possible that they were the result of to much applied force and the mechanical overload. No product fault could be detected. Placeholder.